Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
2 driver bits and 2 drill bits was reported broken during a surgical procedure on (B)(6)2020. The broken pieces were removed however, the breaks delayed surgery for 30 to 45 minutes. It was reported that the patient had hard bone. This is report 4 of 4 for this incident. This report addresses the second drill bits.